Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a flashing, white or blank display. The customer¿s blood glucose level was 159 mg/dl at the time of the incident. Customer states battery cap is neither damaged nor corroded. The customer was assisted with troubleshooting and customer reports display was blank currently. Customer states the display was blank less than 30 seconds. The insulin pump will not be returned for analysis.